Event description:
Info rec'd indicates the brake is not holding. Casters continue to swivel when in brake.

Manufacturer narrative:
The technician found the caster teeth were worn. He replaced both head end brake casters to repair the stretcher.